Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the laparoscopic gastric sleeve procedure, while stapling the stomach lining, some staples did not form correctly. Reinforcement material from another manufacturer was used. Replaced by another device to complete the case. No injury. When the sales rep went into the hospital to collect the devices and they had been thrown away. The surgeon said that the fault was due to the other manufacturer's product and not any fault of the guns. The surgeon decided not wanting an investigation of the guns.